Event description:
It was reported that the user forgot to announce a meal while using an ilet system with a freestyle libre 3 sensor, observed a continuous glucose value of 87 mg/dl with a fingerstick of 107 mg/dl, and received pump-driven correction doses that brought glucose lower than usual but still within range. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, focusing on usage and procedure. Investigation of this case revealed no device problem and identified a usage problem due to failure to follow instructions, specifically an improper or incorrect procedure related to user interface interactions and missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.